Event description:
The patient was revised because the cup was vertical over 70 degrees.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event but rather had been implanted at an angle more vertical than would be recommended by surgical technique. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.